Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his evis exera ii xenon light source was producing a poor quality image during procedure preparation. According to the initial reporter, the image was too dark and at times, nearly gone completely. Reportedly, the patient was moved to another room to continue the procedure. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. It has been over 15 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cause of the phenomenon was determined to be the main lamp (md-631) failure. The problem was resolved after the lamp was replaced by the field service engineer (fse) onsite. Olympus will continue to monitor field performance for this device.